Manufacturer narrative:
On 9/20/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, it was observed bubbles. Leak testing was performed and no leak sites were detected. No other anomalies were discovered. These bubbles are expected and do not affect the integrity or purpose of the implant. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with an unspecified mentor gel implant, suffered tightness, tenderness, and soreness of the right breast post-operatively. As a result, the patient underwent surgery on (B)(6) 2019, where it was discovered that the right breast implant had ruptured. Consequently, he patient underwent bilateral removal and replacement with two 380cc mentor memorygel breast implants.

Manufacturer narrative:
On 8/24/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor became aware that the suspect medical device was a 400cc mentor memorygel breast implant catalog: 3507400bc lot: 5887818. Mentor also became aware that the patient underwent bilateral removal and replacement with the following devices: (right) 380cc mentor memorygel breast implant catalog: shpx380 lot: 7660040 sn: (B)(4) and (left) 380cc mentor memorygel breast implant catalog: shpx380 lot: 7660040 sn: (B)(4). A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Per the mre review and manufacturing date, the date of implantation was updated to the best estimate of (B)(6) 2009. Manufacturer¿s reference number: (B)(4).